Event description:
Philips received a complaint on the v60 ventilator indicating that o2 was still present at the o2 hose when disconnected from the e-cylinder. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the issue occurred during patient transport. When the o2 hose was disconnected from the e-cylinder on the transport cart, o2 was still showing as present and flowing. The rse informed the customer that the o2 manifold may be defective and provide the part information to order a replacement. The rse also advised the customer to try another known working v60 unit on the same transport kit to confirm it behaves in the same way. The rse provided the v60 o2 transport guide as a reference and provided the part information for the o2 transport cart kit. This investigation is ongoing.

Manufacturer narrative:
In a good fait effort (gfe) response from the customer it was confirmed that the manifold, which was included in the advised o2 transport kit, was replaced and the issue stopped. It was stated that everything was working. No further information regarding troubleshooting or the testing done following the part replacement was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.